Manufacturer narrative:
Unplanned vitrectomy: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted: the operator manual for the system was reviewed and found to include adequate instructions for use, warnings, and operational errors. The review of the device history record (DHR) for whitestar signature pro system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results, there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints.

Event description:
It was reported the surgeon was about to insert the iol (intraocular lens), but the patient moved as the patient was not sedated well. The patient jumped and squeezed during phacoemulsification process causing a anterior capsule tear and resulting in the surgeon having to perform an unplanned anterior vitrectomy in a limited manner. The procedure was not completed and the patient was sent to a retina specialist.